Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a car accident on (B)(6) 2017. After the accident, she started having increased pain. The health care provider did an x-ray and found that the lead was disconnected from the implantable neurostimulator. The patient has two leads implanted and wanted to try to use the other lead until the disconnected lead can be repaired. It was reviewed that the patient could try to turn up the amplitude to see if this helps with pain coverage. There were no further complications reported.

Event description:
It was reported that the patient experienced a return of pain, lead migration, loss of stimulation, and stimulation in an undesired location. The patient had previously been involved in a car accident in 2017, which caused migration of the leads, and had not used the stimulator since that time. All leads and the battery were removed, and a new system was placed during a device revision procedure. The issue was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2025, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received 2018-01-19. It was reported patient was in a car accident in (B)(6), and could tell a difference in her stimulator a few days after the accident. She continued to get left side coverage, but didn't feel any stimulation in her right side. Impedances were checked (B)(6) 2018 and all were within normal limits. The right lead was reprogrammed to see if the patient could get better coverage. The patient was feeling stimulation in her right buttocks area down to her foot. The left lead programming remained the same. The patient was going to try the new program to see if she gets coverage in her low back. Surgical intervention was scheduled for (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's initial call to the rep was regarding the ins. The patient had stated that the ins was "close to their skin". The rep explained that the rechargeable ins was implanted within 1 cm of the skin and to discuss further concerns with their doctor. The patient did not express any further concerns with the rep at that time. On (B)(6)2017, the rep confirmed with the patient that the patient had met with their doctor and their concerns related to pain and the car accident were addressed. No further symptoms were reported. No further complications were reported.